Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "as the scrub tech was getting ready to attach cone to the impactor he noticed it and notified me that it was cracked. Needs to be replaced had no impact on the surgery."